Event description:
A caller reported an alarm related to occlusion issues with their insulin pump. Despite these alarms, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed normal ranges. The customer addressed the problem by changing the infusion set and cartridge, then resuming insulin. They acknowledged that the cartridge should not be used for more than 72 hours. Although experiencing recurring issues, the caller declined further assistance from technical support, and the case was subsequently closed.